Event description:
It was reported that the syringe 3ml saline fill china sp experienced no label or missing label information and scale marking issues. Product defect was noted prior to use. The following information was provided by the initial reporter: when the package was not opened, it was found that there was no product label on package or scale mark on the 3ml flush.

Manufacturer narrative:
H6: investigation summary as no physical sample, picture sample, or lot number was provided for evaluation by our quality engineer team, a complete investigation could not be performed. Based on the limited investigation results, a cause for the reported incident could not be determined. A device history review could not be completed as no batch number was provided.

Manufacturer narrative:
Device expiration date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown. (B)(4).

Event description:
It was reported that the syringe 3ml saline fill china sp experienced no label or missing label information and scale marking issues. Product defect was noted prior to use. The following information was provided by the initial reporter: when the package was not opened, it was found that there was no product label on package or scale mark on the 3ml flush.